Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coil lps, an lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target vessel using the microcatheter. The physician then advanced the next ruby coil lp in the target vessel using the microcatheter and attempted to detached it using the handle; however, the ruby coil lp failed to detach. Therefore, the physician decided to remove the ruby coil lp. While retracting the ruby coil lp midway, the ruby coil lp unintentionally detached with most of the ruby coil lp within the vessel. Therefore, the physician decided to leave the ruby coil lp in place. The coil embolization portion of the procedure was completed at this point, the physician then completed the rest of the procedure using beads and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02720.